Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no audio output. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was reproduced and confirmed by evaluation. The cause was found to be an unsecured backflex which was not secured perpendicular to the appropriate connector on the input/output printed circuit board.